Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a high grade block and irregularity of rhythm. The implantable pulse generator (ipg) exhibited cardiac compass in valid data. The right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing and possible no capture. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.